Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 200 mg/dl at the time of the incident. Customer stated that the insulin pump did not turn on after changing batteries. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.

Manufacturer narrative:
Insulin pump received with cracked battery tube thread and cracked reservoir tube window corner noted. Insulin pump passed displacement test, self test, off no power test and all operating currents tested within the specification range. No blank display anomaly noted.